Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted and has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that concentric rings on the optics were seen by both the surgeon and the nurse after a monofocal intraocular lens, model zct225, was implanted. There was a 20 minute delay of surgery. The surgeon later confirmed that in the optics very thin concentric rings were seen. Pictures were not possible due to the over-reflection of light. The surgeon indicated that this is not a multifocal lens as rings would be seen much clearer. There was no patient injury and the patient is satisfied. No further information was provided.